Manufacturer narrative:
A philips clinical support engineer (cse) contacted the customer biomedical engineer (biomed). The biomed was already in configuration so the cse asked if the biomed was familiar with clinical audit trail; the biomed indicated yes. The cse asked the biomed to view alarm management, noting that this is only for telemetry devices. Audible latching was set to red only, however, a discrepancy was noted between the various hosts in the emergency department (ed). The cse provided instruction on how to copy those settings for consistency, noting again this is for telemetry devices. The biomed informed the cse that telemetry devices are not used in this area to their knowledge. The cse shifted focus to the bedside monitor configuration; the cse explained that the bedside monitors are capable of escalating alarms in general and also escalating in steps after a given timeframe in seconds, and also, alarm types can be escalated above other alarms by generally increasing the volume for inop, yellow, and red alarms. The biomed confirms they saw these settings. The cse focused back on the patient information center ix (pic ix) to see if auto alarms by time, was setup. Alarm volumes were not adjusted by time; they were unchecked. The cse advised the biomed that the same alarm settings are at the central station (pic ix) under 'local surveillance">sounds; minimum volumes can be adjusted and alarm types can be escalated above other alarms by generally increasing the volume for inop, yellow, and red alarms. The biomed conferred with clinical leadership to assess time of the event, location, patient outcome, etc., and information was received indicating the issue occurred on (B)(6) 2025 around 3:00am on bed p225a. Logs were received which showed various alarms, including spo2 alarms, occurring around this time: (B)(6) 2025 03:33:36 bwmc p225a spo2 87 <90 generated at 03:33:28. Pic ix: bwmcpod2s3 yellow alarm. (B)(6) 2025 03:33:31 bwmc p225a resp leads off ended. Pic ix: bwmcpod2s3 logged inop. (B)(6) 2025 03:33:31 bwmc p225a !! ECG leads off ended. Pic ix: bwmcpod2s3 yellow inop. (B)(6) 2025 03:33:30 bwmc p225a pulse - pulse alarms from on to off m225 alarm on/off. (B)(6) 2025 03:33:30 bwmc p225a pulse - ECG/arrhy alarms from off to on m225 alarm on/off. (B)(6) 2025 03:33:25 bwmc p225a spo2 sensor off ended. Pic ix: bwmcpod2s3 logged inop. (B)(6) 2025 03:33:24 bwmc p225a pulse - pulse alarms from off to on m225 alarm on/off. (B)(6) 2025 03:33:24 bwmc p225a pulse - ECG/arrhy alarms from on to off m225 alarm on/off. (B)(6) 2025 03:33:20 bwmc p225a spo2 sensor off generated at 03:33:13. Pic ix: bwmcpod2s3 logged inop. (B)(6) 2025 03:33:19 bwmc p225a pulse - pulse from off to on m225 measurement on/off. (B)(6) 2025 03:33:19 bwmc p225a spo2- from off to on m225 measurement on/off. (B)(6) 2025 03:32:10 bwmc p225a acknowledge m225 acknowledge. (B)(6) 2025 03:32:06 bwmc p225a resp - high limit: from 30 to 40 low limit: from 8 to 8 m225 alarm limit change. (B)(6) 2025 03:31:59 bwmc p225a spo2 no sensor ended. Pic ix: bwmcpod2s3 logged inop. (B)(6) 2025 03:31:58 bwmc p225a pulse - pulse from on to off m225 measurement on/off. (B)(6) 2025 03:31:58 bwmc p225a spo2 - from on to off m225 measurement on/off. (B)(6) 2025 03:31:56 bwmc p225a rr 33 >30 ended. Pic ix: bwmcpod2s3 yellow alarm. (B)(6) 2025 03:31:56 bwmc p225a acknowledge m225 acknowledge. (B)(6) 2025 03:29:41 bwmc p225a !! ECG leads off generated at 03:29:34. Pic ix: bwmcpod2s3 yellow inop. (B)(6) 2025 03:29:40 bwmc p225a resp leads off generated at 03:29:33. Pic ix: bwmcpod2s3 logged inop. (B)(6) 2025 03:29:29 bwmc p225a spo2 no sensor generated at 03:29:21. Pic ix: bwmcpod2s3 logged inop. (B)(6) 2025 03:00:20 bwmc p225a spo2 no pulse ended. Pic ix: bwmcpod2s3 logged inop. (B)(6) 2025 03:00:10 bwmc p225a spo2 no pulse generated at 03:00:03. Pic ix: bwmcpod2s3 logged inop. (B)(6) 2025 02:33:04 bwmc p225a rr 33 >30 generated at 02:32:58. Pic ix: bwmcpod2s3 yellow alarm. (B)(6) 2025 02:30:17 bwmc p225a spo2 no pulse ended. Pic ix: bwmcpod2s3 logged inop. (B)(6) 2025 02:30:10 bwmc p225a spo2 no pulse generated at 02:30:04. Pic ix: bwmcpod2s3 logged inop. The biomed and the customer clinical leadership will decide whether or not to make any of these adjustments. Additional information was received from the customer indicating that philips equipment was working as designed. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on an intellivue mx500 patient monitor reporting that an emergency room patient desaturated after the oxygen tank ran empty and alarms were not heard in time by the staff; therefore, the customer requested assistance with alarm volume configuration. It was indicated the alarms may have occurred at the bedside and central station but the staff did not respond to the alarms. It remains unknown whether there was any delay in care as the change in patient condition was noted when a staff member entered the room to complete a procedure. The harm was noted as temporary in that the patient needed additional respiratory support with a high flow nasal cannula. The patient transferred from the emergency department to the intensive care unit (ICU) and discharged four days later. The serious injury was reported in MFR #1218950-2025-000246.